Event description:
It was reported that when a patient presented in clinic after receiving an alert, low, out of range pacing and hv lead impedance were observed. Insulation damaged was noted during the lead revision procedure. The lead was capped and replaced. The patient was in good condition post-procedure.

Manufacturer narrative:
Evaluation description: a partial lead with the connector pin measuring 26.2cm was returned for analysis. External insulation abrasion was noted at 19.5-19.8cm from the connector pin, consistent with lead friction to the device can. The silicone insulation was intact at this location. External insulation abrasion was noted at 15.7-16.7cm from the connector pin, consistent with lead friction to the device can. The etfe coating was abraded at this location, consistent with the field observations of low pacing and hv lead impedance.